Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Returned product was forwarded to packaging based on complaint's description. Internal evaluation has been completed, and root cause selected. No abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 235 mg/dl. The customer¿s expected fasting blood glucose test result range is 140 -160 mg/dl. Customer stated the test strip vial was open when she had opened the sealed box. Customer also stated the lancing device had a broken arming barrel (reference case # (B)(4)). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer¿s expiration date is 06/25/2020 and open vial date is 08/24/2019. The meter memory was reviewed for previous test result history: (B)(6).